Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, in the stomach, the doctor used the device in the first shots normally, but when it was doing the penultimate firing, the stapler locked and was unable to put the load, being impossible to fire, the surgeon was unable to press the green button and the handle did not squeeze. The stapler was changed and the doctor finished the procedure. There was no patient injury.